Event description:
It was reported that this right atrial (ra) lead was explanted due to loss of capture (loc).the lead was attempted to be repositioned but it would soon fall. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, and electrode tip found no anomalies. Noted a cut in the outer insulation approx. 140mm from terminal pin, which is likely due to explant damage. Visual inspection showed stretched inner conductor coils in neck region of lead body and cuts were noted in the suture sleeve, likely due to explant damage as well. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.